Manufacturer narrative:
(B)(4). The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The customer reported the n65p pulse oximeter was missing display segments. There was no patient involved.